Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.6 , d.7 , g.3 , h.6.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade unknown), seroma-late, and rupture.

Event description:
Healthcare professional reported left side "ultrasound showing rupture", "mastalgia", "sparse cysts... The largest measuring .7 cm in left breast", "minimal peri-implant fluid on the left (less than 6ml)", "slight increase in the anteroposterior diameter", and "possible capsular contracture (baker grade unknown)". The device remains implanted.